Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection identified that there was no flow coming from the distal luer when the device cap was removed. Microscopic inspection determined that micro bubbles were blocking the fluids path. The cause of the micro bubbles could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the large volume infusor did not flow. It was found that after the 48 hour infusion there was a lot of drug left in the device. The solution was not flowing out of the device. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.